Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 19may2023. H6: investigation summary: a complaint lot history check was performed on lot # 2227496 for foreign matter in barrel. This is the 1st related complaint for foreign matter in barrel on lot # 2227496. Investigation summary: customer returned one 1.0ml 31ga 6mm syringe loose with insulin inside the barrel. It was reported that vial turned red and became hard inside of the syringe. Functionality test was performed on the return sample and observed no issues with flow. Hence, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 2227496. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for failed sustaining. Unconfirmed: based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause is not determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: consumer reported that when he drew the insulin from the vial it turned red and became hard inside of the syringe. He stated that he pulled the plunger rod out of the syringe to see if he could get the insulin out but the insulin was hard as a rock inside of the barrel.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: consumer reported that when he drew the insulin from the vial it turned red and became hard inside of the syringe. He stated that he pulled the plunger rod out of the syringe to see if he could get the insulin out but the insulin was hard as a rock inside of the barrel.